Event description:
Left heart cath performed through 6f sheath. 6f sheath exchanged for 7f sheath over wire for ptca of diag. Heparin 3000 u given during diagnostic procedure and heparin 7000 u given during ptca. Angiography of rca taken, act 181 seconds at end of case. Attempted to deploy 8f angioseal. Angioseal failed to achor. Manual pressure held. Femstop applied. No hematoma noted.